Event description:
It was reported that balloon rupture occurred. An 8mm x 5.00mm nc quantum apex¿ balloon catheter was selected for use and advanced to dilate the lesion. Upon the first inflation, the balloon ruptured at 16 atmospheres at a duration of 2 seconds. There was no kink prior to use, no resistance during the procedure. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was blood in the inflation lumen and balloon. There were numerous hypotube kinks. There was a pinhole in the balloon material 4mm from the distal edge of the proximal markerband. No damage or irregularities were noted in the balloon bonds and markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. An 8mm x 5.00mm nc quantum apex¿ balloon catheter was selected for use and advanced to dilate the lesion. Upon the first inflation, the balloon ruptured at 16 atmospheres at a duration of 2 seconds. There was no kink prior to use, no resistance during the procedure. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and patient's status is good.